Event description:
Custom hip femoral broach proximal section separated from distal cylinder while surgeon was using it in a revision total hip replacement surgery. This resulted in a delay of approximately 15 minutes required for surgery while the surgeon removed the distal end from the femoral canal.